Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected beep noted. Pump passed the displacement, rewind and basic occlusion test. No rewind anomaly or unexpected noise during rewind noted. Pump received with cracked case at display window corners, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and couldn't be cleared. Customer indicated that after attempting to clear the alarm, the pump could not be rewound and made grinding sounds upon another rewind attempt, which failed. The customer does not recall any significant events leading to the error. Customer's blood glucose was 95 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.